Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown; date implanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. This report is 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01377 & 01407).

Event description:
It was reported that the patient had a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to tibial subsidence and instability. During the procedure, the label for the tibial augment was dissimilar from the packaging label; however, another device was available to complete procedure with no patient injury or delay.